Event description:
It was reported that this lead was capped (B)(6) 2013 as it chronically exhibited high thresholds. The physician added a new transvenous lead. This is the same event as MDR 2183787-2016-00018.